Event description:
The patient has been revised due to osteolysis, poly wear and loosening.

Manufacturer narrative:
A warsaw and international complaint database search finds no other reported incidents against the known product and lot code since release for distribution. Although not available for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 14 years of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since may of 2001.